Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient consequences noted.

Event description:
New information received noted that programming changes were made to resolve the issue. There were no patient consequences noted following the changes.